Event description:
Caller reported tandem mobi cartridge alarm, which occurred during the load process. Blood glucose level did not exceed 500 mg/dl. Patient had already changed cartridge and resumed insulin prior to contacting technical support, who advised the patient to reach out for any issues and agreed to send a cartridge replacement.